Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("two segments of embedded coil measuring 1.5 and 3.0 cm in length"), embedded device ("two segments of embedded coil measuring 1.5 and 3.0 cm in length"), device expulsion ("expulsion of essure device\migration of essure device location of device: uterus") and menorrhagia ("excessive and abnormal bleeding during menstruation\menorrhagia)") in a 36-year-old female patient who had essure (ess205) (batch no. 12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal occlusion with essure coils, hysteroscopy, dilation and curettage with endometrial balloon ablation". The patient's medical history included seizures, hypertension, toxemia, gestational diabetes, premature delivery, erythema, dysfunctional uterine bleeding and abdominoplasty. Previously administered products included for an unreported indication: iud nos from 1998 to (B)(6)2005. Concurrent conditions included morbid obesity, acetabular labral tear, dvt, hernia, factor v leiden carrier, vitamin d deficiency, impingement syndrome shoulder, biceps tendon rupture, shaving rash, endocervicitis, bleed in luteal cyst, leiomyoma nos, adenomyosis and uterine fibroids. Concomitant products included carbamazepine (sandoz carbamezapine) since 1990, cyanocobalamin since 2012 and rivaroxaban (xarelto). In 2004, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2006, the patient experienced fatigue ("fatigue"). In august 2007, the patient experienced pelvic pain ("pelvic pain"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), anaemia ("anemia"), depression ("depression"), cyst ("cysts"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), migraine ("migraines"), cluster headache ("cluster headache") and weight fluctuation ("weight fluctuation"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, ibuprofen (excedrin ib), melatonin, morphine, oxycodone, quetiapine, venlafaxine and surgery (on or about (B)(6)2016 patient underwent hysterctomy and right oophorectomy and total hysterectomy (uterus and cervix removed) , unilateral oopherectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the device breakage, embedded device, device expulsion, anaemia, depression, cyst, anxiety, cluster headache and weight fluctuation outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered anaemia, anxiety, cluster headache, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure current weight 280 lbs. Discrepancy insertion date-(B)(6)2005 & 2004 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6)-2005: (as per pfs) results: total bilateral occlusion. Both tubes blocked (as per mr) results: bilateral essure coils with no evidence of contrast extending past the coils to the distal fallopian tubes demonstrated.. Pathology test - on (B)(6)2016: the myometrium measures up to 3.1 cm and contains a tan lesion measuring 2.0 cm in diameter. The endometrium is red-tan and measures up to 0.2 cm with two segments of embedded coil measuring 1.5 and 3.0 cm in length. Lesion submitted in block c. Additional 2.1 cm myometrial lesion submitted in block b. Also present are two irregular segments of yellow and red-tan tissue measuring 3.0 x 1.5 x 1.0 cm together with a cyst measuring 0.5 cm in diameter sections submitted in block g. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and medical record received. Reporter added. Event excessive and abnormal bleeding during menstruation\menorrhagia), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, infection (bladder/ urinary tract/vaginal) type: vaginitis, infection (bladder/ urinary tract/vaginal) type: uti's, outcome updated to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("anemia"), depression ("depression") and cyst ("cysts"). The patient was treated with surgery (on or about (B)(6) 2016 patient underwent hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, anaemia, depression and cyst outcome was unknown. The reporter considered anaemia, cyst, depression and menorrhagia to be related to essure (ess205). The reporter commented: was forced to undergo a major surgery as a result of her essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("two segments of embedded coil measuring 1.5 and 3.0 cm in length"), embedded device ("two segments of embedded coil measuring 1.5 and 3.0 cm in length"), device expulsion ("expulsion of essure device\migration of essure device location of device: uterus") and menorrhagia ("excessive and abnormal bleeding during menstruation\menorrhagia)" in a 36-year-old female patient who had essure (ess205) (batch no: 12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal occlusion with essure coils, hysteroscopy, dilation and curettage with endometrial balloon ablation". The patient's medical history included seizures, hypertension, toxemia, gestational diabetes, premature delivery, erythema, dysfunctional uterine bleeding and abdominoplasty. Previously administered products included for an unreported indication: iud nos from 1998 to on (B)(6) 2005. Concurrent conditions included morbid obesity, acetabular labral tear, dvt, hernia, factor v leiden carrier, vitamin b12 absorption decreased, impingement syndrome shoulder, biceps tendon rupture, shaving rash, endocervicitis, bleed in luteal cyst, leiomyoma, adenomyosis and uterine fibroids. Concomitant products included carbamazepine (sandoz carbamezapine) since 1990, cyanocobalamin since 2012 and rivaroxaban (xarelto). In 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anaemia ("anemia"), depression ("depression"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), migraine ("migraines"), cluster headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, ibuprofen (excedrin ib), melatonin, morphine, oxycodone, quetiapine, venlafaxine and surgery (on or about on (B)(6) 2016 patient underwent hysterctomy and right oophorectomy and total hysterectomy (uterus and cervix removed) , unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, menorrhagia, pelvic pain, anaemia, depression, cyst, vaginal haemorrhage, urinary tract infection, vaginal infection, anxiety, cluster headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight fluctuation outcome was unknown and the migraine and fatigue had resolved. The reporter considered anaemia, anxiety, cluster headache, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure current weight 280 lbs. Discrepancy insertion date: on (B)(6) 2005 & 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2005: (as per pfs). Results: total bilateral occlusion. Both tubes blocked (as per mr). Results: bilateral essure coils with no evidence of contrast extending past the coils to the distal fallopian tubes demonstrated. Pathology test: on (B)(6) 2016: the myometrium. Measures up to 3.1 cm and contains a tan lesion measuring 2.0 cm in diameter. The endometrium is red-tan and measures up to 0.2 cm with two segments of embedded coil measuring 1.5 and 3.0 cm in length. Lesion submitted in block c. Additional 2.1 cm myometrial lesion submitted in block b. Also present are two irregular segments of yellow and red-tan tissue measuring 3.0 x 1.5 x 1.0 cm together with a cyst measuring 0.5 cm in diameter sections submitted in block g. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received: reporters were added. Reporter's demographics was added. Lot no. Was added. Events- vaginal bleeding, infection (bladder/ urinary tract/vaginal) type: uti's; vaginitis, psychological or psychiatric problems condition: anxiety, migraines / headaches, migration of essure device location of device: uterus / expulsion of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, fatigue, weight fluctuations, medical device monitoring error, device breakage and device embedded (captured from mr) were added. Outcome-fatigue, migraines were added. Concomitant drugs were added. Treatment drugs were added. Concomitant conditions were added. Lab test was added. Reporter causality comment was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two segments of embedded coil measuring 1.5 and 3.0 cm in length'), embedded device ('two segments of embedded coil measuring 1.5 and 3.0 cm in length'), device expulsion ('expulsion of essure device\migration of essure device location of device: uterus') and menorrhagia ('excessive and abnormal bleeding during menstruation\menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal occlusion with essure coils, hysteroscopy, dilation and curettage with endometrial balloon ablation". The patient's medical history included seizures, hypertension, toxemia, gestational diabetes, premature delivery, erythema, dysfunctional uterine bleeding, abdominoplasty and cesarean section. Previously administered products included for an unreported indication: iud nos from 1998 to 4-aug-2005 and copper iud. Concurrent conditions included morbid obesity, acetabular labral tear, dvt, hernia, factor v leiden carrier, vitamin d deficiency, impingement syndrome shoulder, biceps tendon rupture, shaving rash, endocervicitis, bleed in luteal cyst, leiomyoma nos, adenomyosis, uterine fibroids, post coital bleeding and leg ulcer. Concomitant products included carbamazepine (sandoz carbamezapine) since 1990, cyanocobalamin since 2012, iron, rivaroxaban (xarelto), vitamin d nos (vitamin d), vitamins nos (multivitamin) and warfarin sodium (coumadin). In 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), anaemia ("anemia"), depression ("depression"), cyst ("cysts"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), anxiety ("psychological or psychiatric problems condition: anxiety & depression"), migraine ("migraines"), cluster headache ("cluster headache") and weight fluctuation ("weight fluctuation"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, ibuprofen (excedrin ib), melatonin, morphine, oxycodone, quetiapine, venlafaxine and surgery (on or about (B)(6) 2016 patient underwent hysterctomy and right oophorectomy and total hysterectomy (uterus and cervix removed) , unilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, anaemia, depression, cyst, anxiety, cluster headache and weight fluctuation outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue had resolved. The reporter considered anaemia, anxiety, cluster headache, cyst, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure current weight 280 lbs. Discrepancy insertion date (B)(6) 2005 & 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: (as per pfs). Results: total bilateral occlusion. Both tubes blocked. (As per mr) results: bilateral essure coils with no evidence of contrast extending past the coils to the distal fallopian tubes demonstrated.. Pathology test - on (B)(6) 2016: the myometrium measures up to 3.1 cm and contains a tan lesion measuring 2.0 cm in diameter. The endometrium is red-tan and measures up to 0.2 cm with two segments of embedded coil measuring 1.5 and 3.0 cm in length. Lesion submitted in block c. Additional 2.1 cm myometrial lesion submitted in block b. Also present are two irregular segments of yellow and red-tan tissue measuring 3.0 x 1.5 x 1.0 cm together with a cyst measuring 0.5 cm in diameter sections submitted in block g. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.